Event description:
This ra lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2011. Lead was fractured and was initially going to be extracted. However, upon opening of the pocket and exposing the lead, it was determined that the lead was grown into the clavicle bone and unable to be extracted. The lead was cut and capped and left in the pocket. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).